Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml 650 mcg/day via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. The date of the event was (B)(6) 2016. It was reported the patient experienced increased spasticity and stiffness in their lower extremities and spasms the last 48 hours. The extensor spasms caused the patient to slide out of the wheelchair. There was increased difficulty with independent transfers and the patient was unable to sleep secondary to spasms. A catheter port aspiration was attempted on (B)(6) 2016 and was positive for cerebrospinal fluid (csf) flow. Despite getting 3 cc of fluid back from the catheter, there was much resistance. A catheter malfunction was suspected and catheter revision surgery was scheduled. Surgical intervention was done on (B)(6) 2016. The existing 8780 catheter was explanted and replaced with a new 8780 catheter. The explanted catheter was discarded. There was not an identifiable cause for the catheter malfunction. There were no factors that led to the event. No issues were found with the existing catheter but based on patient clinical symptoms the physician decided to replace the entire catheter. Patient status was alive - no injury. The issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.